Event description:
MFR identified high impedance in the programming history database for a vns pt's device on (B)(6) 2003. Pt recently underwent generator replacement on (B)(6) 2011. The diagnostics with the new generator were run twice: out of generator pocket and inside the generator pocket which both were within normal limit, dcdc=0 and dcdc=2. The generator was returned to MFR and underwent product analysis. The generator's battery was found to be depleted. The end of service condition was the result of normal, expected battery depletion based on the battery life calculation. The device performed according to functional specifications. Since the diagnostics with the new generator were within normal limit, the high impedance was likely due to incomplete pin insertion.